Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 complaint of not sensing plunger was validated during testing through the event log and when duplicating event as would not recognize the flippers. This was isolated to q1 chip on the plunger board was broken off. The plunger pcb was glued down but was broke loose from the left plunger case. Device overall condition was good. Summary of maintenance includes: replaced damaged left plunger case. Cleaned, greased and calibrated the device, performed power up process, occlusion test and all functional tests which passed

Event description:
Information received a smiths medical syringe infusion pumps/ medfusion 3500 pumps was not sensing plunger. No patient adverse events reported.